Event description:
It was reported the pt received two trial leads, from the same lot number. The pt experienced effective stimulation, but also reported unwanted stimulation in the right ribs, with stimulation on or off. F/u revealed the unwanted stimulation was gone, but the pt is experiencing extreme left rib pain. X-rays revealed the lead migrated. The physician pulled the lead down to the original implant location and the pain resolved. The pt is experiencing effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.